Manufacturer narrative:
Follow-up # 2 - (B)(6) 2015 device evaluation: the lay user/patients test strips have been returned on 2/12/2015 and further evaluated by lifescan product analysis on 3/10/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 - (B)(6) 2015 correction: this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #2. The lay user/patients test strips has been returned on 03/09/2015.

Manufacturer narrative:
Follow-up # 1 ¿ (03/06/2015). The patient¿s meter has been returned on 2/23/2015 and evaluated by lifescan product analysis on 2/25/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation since the patient could not be reached to obtain additional information. The patient reported that the alleged inaccuracy issue first occurred at 4 pm on (B)(6) 2015. At this time the patient stated that they obtained a blood glucose result of ¿16.6 mmol/l¿ on the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage, and in response to the meter reading which they felt was inaccurately high they took ¿80 units of lantus insulin¿. It is not known what their regular dosage of insulin is. ¿several hours¿ after this the patient experienced feeling ¿sweaty and shaky¿ and stated they had ¿low symptoms¿. It is not known if the patient required any form of medical intervention or other treatment as a result of this. The patient stated that they also measured their blood glucose on an old backup meter but could not recall the result which they obtained. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims they obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.